Event description:
It was reported that the patient presented remotely via merlin.net. Upon interrogation, the right ventricular lead exhibited low pacing impedance. The physician capped and replaced the right ventricular lead during the procedure on (B)(6) 2022. The patient was stable.